Manufacturer narrative:
(B)(4). It was reported that the home patient (hp) experienced bacterial peritonitis, manifested by cloudy effluent, coincident with peritoneal dialysis (pd) therapy. The patient was not hospitalized for the reported event. The treatment for the peritonitis included vancomycin (intraperitoneally (ip), 2g per day for 3 days and 2g thereafter, ip with administration frequency determined by serum levels). The treatment also included ceftazidime (ip, 1g per day). The treatment was later completed and the patient was reported to have recovered from the peritonitis. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. ¿baxter will continue to monitor similar reports to determine if further actions are required. The cause of the reported issue cannot be determined based on the information available. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) experienced peritonitis coincident with peritoneal dialysis (pd) therapy. It was not reported if the patient was hospitalized for this event. The cause of peritonitis was unknown. The patient treatment for this event was not reported. At the time of this report, the patient was not recovered from the event and was performing manual treatment and unspecified antibiotics. No additional information is available.